Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, patient dissatisfaction with procedure outcome, rupture. Manufacturer¿s reference number: (B)(4). This report contains supplemental information for mentor psr reference number ip-00479227. This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast reconstruction with two 600cc mentor memorygel breast implants, suffered bilateral pain, bilateral ruptures and overall dissatisfaction with the aesthetics, post-operatively. As a result, the patient underwent bilateral removal without replacement on (B)(6) 2015. This medwatch form is for the left breast prosthesis. This report contains supplemental information for mentor psr reference number ip-00479227.